Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention. Reportedly, all deployed well through quick cut of suture. Proglide footplate was retracted and the device was caught in anatomy. The proglide device was re-inserted slowly and attempted to be removed again. Several attempts were made to advanced/pulled back the device with it only partially coming out of the anatomy. The vessel was incised and the proglide device was removed. The anterior foot seemed slightly open with the lever and posterior foot completely closed. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.